Manufacturer narrative:
H3: product analysis : visual examination did not reveal any damage to the shaft or the balloon of the ibt. Functional evaluation with a sample syringe confirmed the ibt would inflate/deflate without any signs of leaking. The instrument appears to be capable of performing its intended function. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a bkp procedure for a compression fracture. It was reported that contrast media leaked from the tip of balloon of ibt. Immediately after starting inflation in the vertebral body, leakage of contrast media from the balloon was confirmed. Therefore, the product was removed and a new one was opened and used. The sales rep did not attend the operation, but was contacted because a problem occurred during the operation and responded remotely. The operation has been completed successfully using a new product. There was a delay of less than 60 and there were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned. The reported product was checked and confirmed that no rupture occurred. Levels implanted: unknown.

Manufacturer narrative:
H2: additional info received in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a bkp procedure for a compression fracture. It was reported that contrast media leaked from the tip of balloon of ibt. Immediately after starting inflation in the vertebral body, leakage of contrast media from the balloon was confirmed. Therefore, the product was removed and a new one was opened and used. The sales rep did not attend the operation, but was contacted because a problem occurred during the operation and responded remotely. The operation has been completed successfully using a new product. There was a delay of less than 60 and there were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned.